Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taking prednisone, and blood glucose level rose to 470 mg/dl. Reportedly, the pump recommended a smaller amount of insulin to be delivered than expected. Troubleshooting with tandem technical support (cts) was performed, and found the pump carbohydrate ratio was set incorrectly by the customer. Cts guided the customer through adjusting the pump carbohydrate feature.